Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that almost 2 months after the dental implant was installed in intraoral region #13 it was verified its non osseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed. Patient presented insufficient bone quantity (bone type ii). The implant was carried out immediately and bone graft was executed.